Event description:
A user facility reported that the connector broke on an lma when the crna tried to hook it up to the anesthesia circuit. This user facility reported another connector break as well (MDR 9681900-1997-00021). Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt.